Manufacturer narrative:
Product analysis summary: the sheath was partially loaded in the device on return. Sheath and stylette removed without issue, kink evident to the hypotube immediately distal to the leur. The stent was positioned on the balloon between the marker bands. Deformation evident to the mid-distal stent with struts raised. No 9612164-2022-02065 if information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. It was reported that the stent failed to cross the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.the patient was alive with no injury.